Manufacturer narrative:
Physio-control evaluated the device. Performance and functional tests were performed. Proper operation was observed. The alleged malfunction was not duplicated or confirmed.

Event description:
A person involved in a motor vehicle accident being transported by helicopter was diagnosed with third degree heart block and a heart rate of 40 bpm. Atropine was administerd without the desired effect. External pacing was subsequently administered at a rate of 60 bpm and 80 ma. After pacing the pt for approx 4 mins, the pacemaker allegedly dropped to 0 ma for no apparent reason. The operator was unable to increase pacing current. After cycling power to the unit and setting the pacing rate the operator still could not increase pacing current. The alleged malfunction occurred during final landing approach at the receiving hosp. The pt was transferred to the hosp trauma room. Two days later, the pt was still in the ICU. There were no adverse affects to the pt reported as a result of the alleged malfunction.